Event description:
(B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon eval, the cause of the inability to power on in the field was an intermittent connection at bga component u1003 (pld). The intermittent connection also induced battery communication errors while servicing. The intermittent connection is likely due to a fractured bga solder connection, induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective components. The pt received a replacement monitor.